Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and decreased vision are listed in the device labeling as known potential risks. Complaint reference number: (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. On (B)(6) 2017, the inlay was observed to be decentered 1.5 mm inferiorly, and the patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/30+2. The inlay was subsequently explanted on (B)(6) 2017. The patient's prognosis was reported as stable and at last examination on (B)(6) 2017, bcdva had improved to 20/20-2. The surgeon plans to implant a new inlay when the patient has fully recovered.